Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found sensor cannula bent and retracted inside of the sensor. No broken parts were observed during our analysis. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she has been having issues with a sensor. The sensor wouldn't connect to the insulin pump, she removed it and noticed cannula was missing. Customer didn't recall her blood glucose level. Customer stated the cannula might have broken off and she didn't know if was pulled through the base of the sensor. Customer was advised the sensor needed to be replaced and she agreed to return the sensor for analysis.